Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information beyond the confirmation that no injury< was resulting from the event. Dräger derives the following: the available details do not allow a conclusion in regard to whether or not, a malfunction has occurred. Thus, this report is filed in abundance of caution. It can be considered that ventilation was stable and unremarkable until the interaction with the device was made. Condensation in the pneumatic circuit outside the device is an application issue which cannot be avoided - the expiratory valve is thus equipped with a water trap to protect from water ingress into the device. It is in the nature of things that the reservoir of the water trap has to be emptied during use. The design of an original dräger ex-valve facilitates a mechanical mechanism to close the opening when the reservoir is being removed to avoid a leak and the resulting impairments in ventilation. It is not known if the expiratory valve and the breathing hose that was used were manufactured by dräger but the details in the report would suggest that the error condition manifested first when the reservoir was reconnected after emptying. The device is equipped with pressure and flow monitoring functionality; alarms will be posted when the measured ventilation parameter become divergent from settings. It is not known which alarm was expected by the user and why the ventilation pattern disappeared from screen. A reliable conclusion in regard to the root cause for the event is not possible but it is seen likely that use error was a contributing factor. This assumption is substantiated by the aspect that the user did not instruct dräger to check the device - there may be no issue with it that requires repair or correction.

Event description:
Dräger received an ufr in which it was stated that a newborn patient was ventilated with the device which went stable and unremarkable until the nurse emptied the water trap at the expiratory valve. As per report, waveforms reportedly disappeared from screen, ventilation ceased and the device did not alarm. It was further stated that the oxygen saturation rapidly dropped, accompanied with skin discolorations whereupon the patient was connected to another device. Oxygen saturation returned to normal and the clinical signs quickly disappeared; the event did not result in health consequences for the patient, finally.